Event description:
Customer reported he has issues with his insulin pump and has been experiencing low. The device has also been making loud noises. Customer's blood glucose was 50 mg/dl, treated with food. Drive support cap appears to be normal. Most recent set change was two days ago. Settings are correct. Customer just wants to adjust his basals. Customer stated the device was not load enough and does not vibrate. The settings for the beep were changed. Self test performed and device passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.